Event description:
It was reported that a small volume intermate contained white floating particles inside its filter. This was noted before use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: it was reported that there was a black mark, not white particles, on the filter. The lot was manufactured from may 11, 2015 to may 13, 2015. The device was received for evaluation. Visual inspection revealed a black particle, approximately 0.06 square mm in size, embedded in the material of the stressmember and outside of the fluid pathway. No signs of a black mark on the filter were identified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.